Event description:
It was reported that universal battery charger (ubc) was broken. When the ubc was turned on, all four slots showed red lights, and the telephone icon was on the screen. The patient was issued a new charger this past weekend.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red light on all four charging slots was confirmed with the returned universal battery charger (serial # (B)(6)). The unit was received at the service center. After the boot up process, an error code was displayed on all four charging slots. Visual inspection revealed fluid ingress issue on the power supply board assembly. The unit was not repaired, and no further evaluation was performed due the extensive amount of fluid ingress issue. A root cause that led to the fluid ingress issue could not be determined. Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use (IFU) and the heartmate 3 instructions for use. Under section 3, power the system, description of battery charger pocket lights and their meaning. A green light means the battery is charged and ready for use. A steady yellow light means the battery is actively charging. A red light means the battery is defective or the charger has a problem. See table 3.3 for a complete description of charger pocket light color codes. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Schedule a battery charger inspection and cleaning with thoratec-trained personnel. The safety inspection and cleaning includes (but is not limited to) functional testing, cleaning, and inspection. No further information was provided. The manufacturer is closing the file on this event.